Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Customer went through the fill tubing process with multiple cartridges and infusion sets and saw no insulin coming out of the end of the tubing. There was no impact to customer's blood glucose level.